Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose and little bit diabetic ketoacidosis. The customer's blood glucose was 173 mg/dl while in emergency room. The customer was sick with bronchitis. Customer also reported that the sides of the sensor seems to cut the customer's skin and it would bleed. The insulin pump will not be returned for analysis.